Event description:
During routine testing of the device at the repair center, the user observed error message "f070". The arterial blood parameter monitor interface card was replaced to resolve the problem. The monitor was originally returned for a different error code. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.